Manufacturer narrative:
The insulin pump had a frozen screen after the battery insertion due to a problem with the interface board. Unable to test for the error alarm due to the frozen screen.

Event description:
It was reported that the insulin pump gave an error alarm. Advised that the insulin pump would be replaced. Nothing further was reported.